Event description:
Lap cholecystectomy: "during the procedure the gallbladder was clipped at the fundus with 2 titanium clips (ca090) as a bleeding occurred and there was a leakage of bile. The cd001 was employed, the gallbladder was in the retrieval bag. During the umbilical retrieving procedure, the bag ruptured."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.